Manufacturer narrative:
(B)(4). Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to corroded home switch noted. Unable to perform occlusion test, prime test, excessive no delivery test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.